Manufacturer narrative:
The pump was received with partial display due to cracked lcd glass. Unable to perform the displacement test and self test due to display anomaly.

Event description:
The customer reported via call that the insulin pump screen was crashed. Customer¿s blood glucose level was 107 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for the analysis.